Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, g3, h2, h3, h4, h6, h11 corrected fields: e1 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to cable defect (deformation). The most probable cause of the identified failure is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: h6

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.